Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was noted that the ipg site was healing well. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the battery was implanted deeper than normal. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the battery was implanted deeper than normal. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.